Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital. Upon examination, infection was noted. The pacemaker and leads were explanted on (B)(6) 2018. A new system was then implanted on 05/16/2018. The patient was in stable condition post-procedure.